Event description:
It was reported the patient was ¿hurting more and they had ran it higher.¿ it was noted the patient¿s hips had started to bother them 1.5-2 years prior to report and the patient would wear a knee brace. It was noted their back hurt further up because they ¿knocked out more discs and vertebrae.¿ it was stated the patient had degenerative disc disease (ddd). Additional information reported the patient had gone to their pain physician the day prior to follow-up for pain related to progressive disc disease that their stimulator did not reach. It was noted no reprogramming was needed at the physician¿s office. Two years later the patient reported charging more than expected. It takes the patient 5-6 hours to charge with full coupling. It was taking longer to charge. The patient has bumped the battery numerous times and is out and moving when the weather is nice. For about a year the patient has had to increase stimulation from 3.4 up to 6.7, ramping up the voltage. For the past couple of years the patient has noticed positional changes in therapy at night. It was noted the patient has shoulder, knee, and hip issues which may require mris in the future. The patient has a hard time hearing when he is in pain. When the batteries are fresh in the patient programmer (pp) the backlight comes on, but when they deplete the backlight won¿t work. The patient¿s health care provider (hcp) reported that after charged takes an hour before it says done. The device was at least eight years old. The patient was advised to make an appointment with their doctor to discuss new spinal cord stimulation (scs). It was later reported that the patient has an appointment with their doctor on (B)(6) 2015. They plan to schedule a replacement procedure at that time. The patient was still receiving effective therapy and it continues to take a long time to charge the implantable neurostimulator (ins). The recharger is kept charged so they don¿t have to wait for that, patient can charge when he wants to. In certain positions therapy changes and is not effective. The outcome of this event remains unknown at this time. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient thought the spinal cord stimulator (scs) needed to be replaced, as they were charging at least every week, and he had to crank it up too much. The device was 8 years old. He did not feel as if it was working as well as it used to. The patient had a constant pain that was described as aching, cramping, tingling, and sharp. Bending or stopping, lifting or carrying heavy loads exacerbated the pain, while sitting alleviated pain. The average pain score visual analog scale (vas) was 9. Treatments included physical therapy, anti-inflammatory medication, muscle relaxers, and narcotics, which were all helpful. During examination, the lumbar spine had a well-healed incision. There was tenderness over the l2 area where the electrodes were currently implanted. There was a generator in the right lower buttocks region. There was no evidence of an infection. There was diffuse tenderness throughout the lumbar spine paraspinals right and left. During examination of the lumbar spine, there was normal sacroiliac joint mobility bilaterally in the lower back. Negative bilaterally for straight leg raising test and reflexes were normal. The patient was going to be scheduled for a replacement of the scs and leads. He was getting greater than 50% benefit and had im proved functionality with the stimulator. The stimulator is "plus years old at end-of-life" and he was having recharging complications. The wires were no longer providing appropriate coverage and he was not getting lateral recruitment. The doctor recommended a complete removal of his scs with complete replacement with an MRI compatible model. The patient was going to be sent for x-rays of the thoracic spine as well as CT scan lumbar and thoracic spine pre-op.

Manufacturer narrative:
Concomitant medical products: product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(4) 2007, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 389056, lot# v016953, implanted: (B)(6) 2007, product type: lead. Product ID: 377660, lot# v016348, implanted: (B)(6) 2007, product type: lead. Product ID: 389056, lot# v009607, implanted: (B)(6) 2007, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).